Manufacturer narrative:
Evaluation summary: after the dual pac upgrade, during the final ovp, the ventilator shutdown abruptly. When the ventilator was powered on again, it would not initiate its loading sequence, gave constant alarm and was unable to be shutdown by conventional methods. The main board was replaced and the ventilator passed all tests and the problem was corrected. It was confirmed that this failure was due to the isolated faulty main board. The ventilator was re-calibrated and performed an ovp; it met all required specifications. The main board in question will be forwarded to the MFR.

Event description:
During the eval of the returned ventilator, the ventilator shut down abruptly at the time of performing the final operation verification procedure (ovp). It was confirmed that this failure was due to the isolated faulty main board. If this failure were to recur, it would likely cause or contributed to a serious injury because the ventilator would give an alarm, however, it would not give warning before alarming.